Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a baseplate inserter rod and three glenosphere inserter tips stripped during surgery.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that stripped during surgery. The product was returned to depuy synthes for evaluation. Visual analysis of the baseplate inserter rod revealed that the threaded tip was stripped. Additionally, the returned device exhibits an overall worn appearance consistent with normal and constant usage. A functional test performed revealed that the device was not able to assemble with its mating device as intended due to the stripped condition. The observed condition can be attributed to unintended use error, which may have resulted from exposure to unintended forces, such as overtightening, off-axis assembly, and heavy usage. Proper handling and adherence to the approved use of the device can diminish the risk of failure. As per the surgical technique: inhance¿ shoulder system (500992014 rev c), page 41, the following precautions need to be followed while assembling and disassembling the device with its mating component: ¿to place the definitive glenosphere, assemble the glenosphere inserter tip to the baseplate inserter rod. Next, thread the inserter tip into the selected glenosphere until it is snug. Care should be taken not to overtighten. Navigate the glenosphere taper into the baseplate and impact the baseplate inserter rod to seat the glenosphere.¿ additionally, ¿prior to removing the glenosphere inserter tip, twist and pull to ensure that the taper is fully seated. Please note that if the glenosphere inserter tip is left behind when unthreading the baseplate inserter rod, the star driver 30 can be utilized to remove the inserter tip.¿ a dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.